Event description:
Healthcare professional reported a xen®45 gts event described as 18 months post-implant, the device migrated into the anterior chamber in unknown eye. Surgical treatment was performed to open the conjunctival space and suture the xen down via a vicryl suture. Device remains implanted.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.